Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the rf head connector had issues, and that the power cord cover needed repair. It was also found that the stylus touch-pen worked intermittently, the lower case was worn, the paper guide was broken, and both lower display hinge cover bullets were missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer, originally returned due to the inability to detect a connected radio frequency (rf) programmer head and a broken cover, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.